Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the manufacturer's representative connected with the physician today ((B)(6) 2015) and was told that the patient will likely be scheduled for a replacement in the near future. It was believed that the depleting battery was causing the intermittent stimulation.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient was experiencing a surging sensation. Stimulation was turning off. Stim was intermittent turning off and comes back on with strong stim when it turns back on. This had started in the last few months. The patient was in office today to see doctor and impedances were normal. Tech services reviewed possible connection issue. The manufacturer's representative received call from the doctor's office and had not met the patient yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.